Event description:
A pt ws treated in 2002 for transseptal closure of a long tunnel pfo with a cardioseal septal occluder. Discharge medications plavix 75 mg. Q.d., asa 325 mg. Q.d. (Both started 3 days pre procedure) paxil 20; actifed, proventil and asacol. He pt's previous medical history includes multiple neurological events and progressive neurological symptoms despite antiplatelet therapy and MRI demonstrated multiple bilateral lesions. The pt is positive for hyperlipidemia and hypertension. Past surgical history of this pt includes gastric bypass, hernia repair, tummy tuck and gall bladder removal. In 2003 the pt presented for ongoing critical care management for a declining neurological state. Upon arrival at the hosp the pt demonstrated only a corneal reflex with minimal response to deep pain. Radiographic imaging demonstrated a massive left middle cerebral artery stroke involving most of the parietal and temporal lobes. There was also evidence of uncal herniation and significant brain edema. Maximal medical therapy was implemented including osmotic therapy with mannitol 50 grams and a levofed drip for blood pressure support. A tee was performed which revealed a vegetation/thrombus on both sides of the atrial septum. The pt's neurological state continued to decline and the pt succumbed in 2003.